Manufacturer narrative:
The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient implanted with this right atrial (ra) lead and the associated right ventricular (rv) lead was to undergo a pulse field ablation (pfa) procedure for atrial fibrillation (af). The patient had experienced syncope that was thought to be caused by their af. The physician was looking at the device episodes and believed the episodes showed noise and not true af. The ablation procedure was cancelled and further review of the pacemaker and leads was performed. The pacing impedance measurements in bipolar on both the ra and rv lead were high, out of range at greater than 3,000 ohms. The impedance measurements in unipolar were normal, as were the sensing and threshold values. Noise was still noted on both leads. A lead safety switch (lss) had occurred the previous day on the ra lead due to the out-of-range impedance measurements. The patient's syncopal episodes appeared to correlate with the oversensing of noise and pacing inhibition while in bipolar. Since the patient was already in the catheterization lab, the physician reviewed the leads under fluoroscopy. They are suspicious that silk was not used for suturing, so maybe the sutures started rubbing through since both leads failed in bipolar. Nothing more was done at this time. The details of this device check would be shared with the patient's device following physician to determine next steps, which was likely to include a lead revision or replacement procedure at a different facility. No additional adverse patient effects were reported. The leads remain implanted and in service.